Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The caller states that the pt hasn't used their system in 6-8 months and the ins is depleted. The caller notes that the issue is the pt's controller does not seem to be retaining a charge--the caller did not correlate the reason for discharged ins to the controller issue--the caller did not detail as to why the pt had not used their ins in some time. The caller states the controller was plugged into power source and the green light flashes on controller but when the controller was unplugged from the wall it would indicate the controller battery was too low to charge the ins--the rep believes the controller should have been charged for a long enough period of time where charging the ins would be done successfully. The rep could not check the battery level of the controller. Caller will reach back out regarding sn for li battery/controller. Additional information was received from the patient via patient letter. Patient stated whatever one I got, at the time no concern, this thing just don't work, then it worked. Good for about 6 months. Belt broke, took 6 months to get a new one. It only worked for 3-4 days then quit completely. "You folk took the va or a good ride, look at what you charged them" for something that don't work. Patient does not know what they are going to do, either take it out or put in a good one in or just leave patient hanging. Caller said patient was sent home to recharge his controller on may 30th, by the manufacturer representative (rep). The equipment was going to be replaced if it didn't recharge. Caller didn't have rep's name. No one followed up with patient. Agent redirected caller to nas to page rep. Caller stated patient has received replacement recharger and controller and still ins will not recharge. Caller stated patient has attempted charging at home and now in office, caller has been charging ins with excellent connection for about 20 minutes but they aren't seeing any increase in charge level. Caller stated ins has been dead for several months. Tss reviewed that with ins being so depleted it can take an extended amount of time for ins to show increase in charge level out of the red and to continue charging ins. While on the call, ins charge level went from red to orange. Caller stated they are planning to reprogram patient once ins is charged enough.

Manufacturer narrative:
H3: analysis of the ins, model 97715, s/n [(B)(6)], revealed the implantable neurostimulator (ins) passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the patient had a battery replacement. As far as they know, there are no further issues.

Event description:
Rep clarified the issue was with the battery. Rep reported there were several attempts were made with patient and troubleshooting. It was reported the patient would need a battery replacement. Battery is being sent back for evaluation.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.